Event description:
The customer alleged the ventilator alarm functions intermittently. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event, as a precaution the cse replaced the alarm assembly. The unit passed extended self testing. The customer was unable to determine the actual event date. It is not verified that the ventilator malfunctioned, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.